Event description:
It was reported that approximately 44 months post implantation of a xience v stent in the proximal circumflex, the patient died. An autopsy was not performed. There were no reports of any adverse events from the time of the procedure to the time of the death. According to death certificate, the cause of the death was congestive heart failure, metabolic encephalopathy and renal insufficiency. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of death, as listed in the electronic xience v everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.